Event description:
It was reported that the patient's right atrial (ra) lead was explanted and an attempt made to replace it due to high and unstable thresholds. The ra lead used as the replacement repeatedly had high thresholds at multiple positions and was then removed. The physician changed the patient to a single chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.